Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with multiple high ventricular rate episodes recorded by the device. The episodes were attributed to sensing noise. No interventions were made, as the physician elected to continue to monitor. The patient was in stable condition.